Event description:
Ventilator stopped working. Biomed evaluated the vent and could not find a problem with the device. It is suspected that the air vent may have become obstructed causing the vent to over heat.